Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage/movement. When the clamp was properly positioned and put under pressure, it did not move. The unit passes all specific functional testing and does not show any signs of wear. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the initial findings of the service team were confirmed by qe that no issues were observed. Root cause - the complaint is not confirmed, and the unit passes all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This report is 1 of 2 and linked to mfg report number 3004608878-2025-00169: a facility reported that the mayfield infinity xr2 skull clamp (a2114) was used in a craniotomy procedure, and while the patient was draped and microscope was in use, the surgeon felt a vibration. They checked the patient, and everything appeared to be fine. However, the patient moved, and they checked and saw that the base unit had moved and the patient head fell out of the pins causing 2 lacerations of 1-2 inches to the back of the head. Two separate surgical staples staples were required. There was no delay in surgery. The procedure was completed, and the patient was discharged with no notable physical injury other than the 2 lacerations.